Event description:
It was reported that pump experienced malfunction alarm code 5 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.